Event description:
It was reported in 2007, that a patient with med-el cochlear implant had contracted meningitis. We are awaiting further information as to the patient's condition.

Manufacturer narrative:
This device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.